Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the battery tube threads, reservoir tube lip, belt clip slot, a scratched lcd window and missing end cap sticker also noted.

Event description:
The customer reported that the insulin pump alarmed while priming and insulin squirted out during the manual prime process. The blood glucose reading was 151mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.